Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up, it was mentioned that there was 20 minute-delay on the procedure to get a new device and the damage was identified during preparation. It was also confirmed that there was no patient impact.

Manufacturer narrative:
Report confirmed. The device was tested and the temperature rise was measured to be 80.1°f. The rate of temperature rise was above threshold at 6.9°f/sec. The likely cause was identified as worn motor rear bearing. It was noted that the motor seized and the components of motor's body and collet showed no major damage other than minimal debris build up and normal wear and tear. No components were disintegrated. It was also noted that the rear bearing inner race was shifted to one side indicating failure of rear bearing . This type of failure is associated with pr (B)(4). The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. Initial reporter: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of overheating. It was reported that there was no patient or staff impact. Repair request escalated to a product event based on reason for return.